Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not recharged the scs system for approximately 2 years. Surgical intervention may be undertaken as the next course of action. Concomitant devices: model 3186, scs lead, implant date, unknown. Model 3386, scs extension, implant date, unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified, the patient underwent surgical intervention where his ipg was replaced with a new one. The patient is now receiving effective stimulation.